Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that while deploying the pipeline the distal end would not open. The distal end was in a bend and less than 50% of the pipeline had been deployed when it failed to open. They resheathed 2 times and it would not open. The physician removed it and it was discarded. No additional steps or other devices required to open the pipeline. The patient was undergoing an ophthalmic unruptured, saccular aneurysm with a max diameter of 6mm and a neck width of 4mm. The landing zone artery size was 3.8mm on the distal side and 4.9mm on the proximal side. The devices were prepared as indicated per the IFU and the patient's vessel tortuosity was noted to be severe. Dual antiplatelet treatment was administered, the pru level was 6. Post procedure angiographic results showed good results. There were no patient symptoms or complications associated with the event.